Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 05/25/2022, it was reported by a sales representative that an ar-6480 pump screen began to flash colors and the pump would turn off. This issue occurred three times during a procedure with no patient harm, as the case was completed by using a new pump.